Event description:
Caller reported that the t: slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Caller attempted leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, but the pump did not begin charging. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.